Event description:
It was reported that during a follow up in clinic, the programming was set to store only the electrograms (egms) of episodes diagnosed as ventricular tachycardia (vt), however, egms of episodes diagnosed as supraventricular tachycardia (svt) were also stored on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of overwritten electrograms (egms) was confirmed. Based on the information provided, it was determined that the device was programed to store return to sinus segment egms (segms) which captures the end of supraventricular tachycardia (svt) segms. Thus, a large number of return to sinus segms caused the most recent fibral (fib) segm to get overwritten. However, the oldest protected fib segm, the oldest protected trial tachycardia (tach a) ventricular tachycardia (vt) diagnosis segm and the two most recent tach a vt segms were not overwritten. The device firmware is performing per design.